Manufacturer narrative:
H6: due to imrdf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reiterated that the device still had not been effective since implant. They talked with their healthcare provider about removing the device, but the healthcare provider said there was probably a lot of scar tissue and recommended leaving it alone. The patient noted they needed an MRI of the pelvis.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported the device was implanted for 2008 and it never worked. The patient stated it was implanted to correct bladder leakage. There were no further complications that have been reported as a result of this event. The patient is implanted for urinary dysfunction/sacral nerve stim.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient reported they didn¿t really know the circumstances that led to the device not working, but the healthcare professional (hcp) had them ¿turning it up¿ to see if that would help, but it did not help. The patient stated the symptoms she experienced related to the device not working were it did not help stop the bladder from leaking. The patient stated they tried everything they were told to do by the hcp to resolve the device not working. The patient stated the hcp could not do anymore for them. The patient noted the device was implanted or (B)(6) 2007 and they never did get good results. There were no further complications that have been reported as a result of this event.